Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken in (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.